Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n180019009, implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The hcp removed the entire catheter and the patient had a dural tear, so they were not putting a new catheter in as the hcp wanted the patient to heal. It was asked if the pump could be left in the patient with no catheter attached. No further issues were reported or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, lot# n180019009, implanted: (B)(6) 2009, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that on an unknown date the patient reported decreasing pain relief and regular x-rays were taken. The hcp reported that the radiology report stated there was a "fracture" of the catheter around l4. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. As diagnostics/troubleshooting, the hcp and rep discussed ordering a cat heter dye study, this had not been performed yet. It was unknown what if any actions/interventions were taken to resolve the issue. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was refilled on (B)(6) 2018, a normal refill date, everything was appropriate. The patient was scheduled for a catheter revision on (B)(6) 2018.